Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire approximately 0.9cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the physician was trying to advance the jagwire guidewire into the cannula, the guidewire was stuck. The physician removed the guidewire and it was noted that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. Also, the tip of the metal corewire perforated the catheter. The detached tip remained in the duodenum of the patient and the physician felt that it will pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the physician was trying to advance the jagwire guidewire into the cannula, the guidewire was stuck. The physician removed the guidewire and it was noted that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. Also, the tip of the metal corewire perforated the catheter. The detached tip remained in the duodenum of the patient and the physician felt that it will pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.